Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found the rinse tubing was leaking and replaced it. The issue was resolved after the service actions.

Event description:
There was an allegation of a questionable albumin (alb2) result from the cobas 6000 c501 module. The initial result was 7.3 g/l and the repeat result was 33.4 g/l. The questionable result was not reported outside of the laboratory.